Event description:
A customer reported their AED has no blinking green light. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 2/1/2019 and placed into service on 12/23/2020 with battery pack serial number (B)(6). Analysis of the AED's log files did not identify a cause for the blank asi. The log file review did not show any service codes or warning. Based on the log file review, the AED and battery were requested to be returned so they may be evaluated and tested. To date the AED and battery have not been returned and the root cause is not known. Should additional information become available a follow-up MDR shall be submitted.